Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360mg/dl, and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was still hospitalized at the time of the report to tandem technical support, however, with the issue resolved and no permanent damage sustained. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly the customer continued to use the pump for insulin therapy.